Event description:
A report was received that the patient¿s ipg wound site had inadequate healing and skin erosion. The site is improving; however the patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s ipg wound site had inadequate healing and skin erosion. The site is improving; however the patient will undergo a revision procedure.

Manufacturer narrative:
.

Manufacturer narrative:
Additional information was received that the patient was administered antibiotics until the lab results were negative.